Manufacturer narrative:
The event unit is expected to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Type of procedure: laparoscopic surgical management of ectopic pregnancy event description: the device was being used for surgical management of an ectopic pregnancy in emergency theatre. The hand piece was connected to the generator, upon first activation of the device, the seal cycle would not work, generator provided a 'check for stuck button' error. The surgeon pressed the seal button again and no seal cycle occured - due to the emergency nature of the case, the device was disconnected and a different handpiece used. No clinical impact, the surgery was completed using a different hand piece. The device error occurred on the first activation so the device had not been used prior. Additional information received by applied medical rep via email on 7may24: the device had just been taken out of the packet, so had not yet been activated - the fault occurred on the first press of the energy button. No, the device was not unplugged, the activation button was pressed 2-3 times with the button stuck warning remaining on, it was then unplugged and a new handpiece was used in it¿s place. The generator was not turned off ¿ customer states it was an emergency surgery, so they did not have time to turn off the generator etc, a new handpiece was connected, and the case continued. Patient status: no clinical impact intervention: device replacement

Event description:
Type of procedure: laparoscopic surgical management of ectopic pregnancy. Event description: the device was being used for surgical management of an ectopic pregnancy in emergency theatre. The hand piece was connected to the generator, upon first activation of the device, the seal cycle would not work, generator provided a 'check for stuck button' error. The surgeon pressed the seal button again and no seal cycle occured - due to the emergency nature of the case, the device was disconnected and a different handpiece used. No clinical impact, the surgery was completed using a different hand piece. The device error occurred on the first activation so the device had not been used prior. Additional information received by applied medical rep via email on 7may2024: the device had just been taken out of the packet, so had not yet been activated - the fault occurred on the first press of the energy button. No, the device was not unplugged, the activation button was pressed 2-3 times with the button stuck warning remaining on, it was then unplugged and a new handpiece was used in its place. The generator was not turned off ¿ customer states it was an emergency surgery, so they did not have time to turn off the generator etc, a new handpiece was connected, and the case continued. Patient status: no clinical impact. Type of intervention: device replacement.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause